Manufacturer narrative:
The customer¿s report that the filter leaked at the small disc area while infusing tpn was confirmed. No anomalies were observed on the set during visual inspection. Functional testing revealed a leak from the filter vent. The root cause of the filter vent leak was fluid resistance of the filter becoming roughly equivalent to the fluid resistance of the air vent, which increases backpressure and the fluid seeks the path of least resistance through the filter vent.

Event description:
The customer reported the filter leaked at the small disc area. Tubing and the filter had been changed on (B)(6) 2018. Tpn was infusing at 12.5ml/hour. Lipids were not in the line, but were ordered for 0.8ml/hour. The patient was also on IV medications, zosyn and "vanco". There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Additional patient information: 28 gauge PICC placed on (b)(60 2018, cut to 25cm, secured at 25cm.

Event description:
The customer reported the filter leaked at the small disc area. Tubing and the filter had been changed on (B)(6) 2018. Tpn was infusing at 12.5ml/hour. Lipids were not in the line, but were ordered for 0.8ml/hour. The patient was also on IV medications, zosyn and "vanco". There was no patient harm.